Manufacturer narrative:
Medications: lipitor and metoprolol. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On an unknown date, prior to the procedure, the patient underwent a left common carotid-to-left subclavian artery bypass. On (B)(6) 2017, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported that during deployment, the device moved proximally (an unknown amount) and partially covered the left common carotid artery (lcca). The left common carotid artery reportedly still had sufficient blood flow. It was reported the cause of the device movement is unknown. The physician reportedly decided to ligate the (lcca) and perform an innominate artery-to-left common carotid artery bypass. It was reported the patient tolerated the procedure.